Event description:
N/a.

Manufacturer narrative:
Unique device identifier: (B)(4). The neuro balloon catheter was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and no anomalies were found that could explain the reported event. Without actual device to investigate, the exact root cause of the reported burst could not be determined, complaint is unverifiable. Per risk file, possible causes could be damage during insertion with the cannula or insertion tool, or over-inflation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 which is linked to mfg report number 9612007-2020-00022. A facility reported that during use of the neuro balloon catheter, two different neuro balloons exploded during ventriculocisternostomy surgery. Ventriculoscope storz was the endoscope used, and the neuro balloon was inflated with air. Another neuro balloon was available to finish the surgery. It is unknown if the event led to an increase of surgery time; however, there was no patient harm.